Manufacturer narrative:
(B)(4). Batch # n53a0h. The analysis found that one psee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any other issue noted with staple line? (Malformed staples, incomplete staple line, etc.)? Malformation. Was there bleeding associated with the open staple line? No. If yes, how was the bleeding controlled? Na. If yes, how much blood was lost (ml)? Na. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a gastrectomy procedure, when stapling with the blue cartridge, the staples line and the stomach got reopened. Use of v-loc 2.0 to perform a suture. There were no adverse consequences for the patient.